Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was an occlusion on her sets. Customer's blood glucose was 470 mg/dl. Customer states that he was at the emergency room and was informed to change her sets to solve the insulin flow block issue. Replaced the infusion set and nothing was returned for analysis.